Event description:
It was reported ¿stylet wire came out bent/kinked about 4 cm from the tip after PICC was inserted." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a kinked stylet was confirmed. One 3cg stylet was returned for investigation. The powerpicc was not returned with the stylet. The polyimide tubing and core wire were kinked 5.7 cm from the distal tip of the 3cg stylet. It is unknown if the catheter met resistance during insertion or if the stylet extended beyond the catheter tip. After trimming the catheter and re-advancing the stylet, the instructions for use (IFU) state, "gently retract the stylet through the locked t-lock connector until the stylet tip is contained inside the catheter. Prior to insertion, ensure that the stylet tip is contained inside and within the catheter but not more than 1 cm from the trimmed end of the catheter. Warning: ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury." No damage associated with the manufacturing process was noted on the stylet. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0158 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported ¿stylet wire came out bent/kinked about 4 cm from the tip after PICC was inserted." No other information was provided.